Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a laser lead extraction. The patient's right ventricular lead was turned off previously due to high threshold. Atrial lead showed noise. Both leads were extracted and replaced. No patient consequences reported. Related manufacturer reference number: 2017865-2020-01995.